Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 4 alleged false positive sars results on an asymptomatic patient testing weekly at a healthcare facility. It is unknown if confirmation testing was performed. Report 4 of 4.

Manufacturer narrative:
Updated additional manufacturers narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of the product did not find any unusual trend for the reported complaint category. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to determine.